Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose rings were loose and the outer hose detached from the pressure release valve. It was further determined that the device was powerbroken and the lock cylinder and pawl release in the lock pawl subassembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause determined to be due to worn out motor and hose components from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the hose on the motor device was coming apart at the pressure release valve. During an in-house engineering evaluation, it was observed that the unit was powerbroken and the lock cylinder and pawl release in the lock pawl subassembly was damaged. There was no delay to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.